Event description:
It was reported that the patient presented to the hospital with chest pains. It was noted that the patient had far field r waves on the right atrial (ra) lead, along with small intrinsic sensing measurements on both the ra and right ventricular (rv) lead. There was evidence of outer insulation degradation and noise with unsuccessful unipolar pacing due to potential lead fracture of both leads. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Sedr01 implantable pacing lead 2009-(B)(6); 4068-58 implantable pacing lead 2001-(B)(6); 7427 pain stimulator 2007-(B)(6); 37711 neuro programmer 2007-(B)(6); 37752 neuro recharger 2007-(B)(6); 3887 x2 pain stim leads 2002-(B)(6); 3708220 neuro extension 2007-(B)(6). (B)(4).